Event description:
The customer reported that the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and replaced the x-ray tube. The system was tested and found to be working as intended and put back into service.